Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 07-oct-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported, "there was a piece of the dilator left inside the patient after a g-tube placement." Additional information received 18-sep-2020 stated the patient presented with abdominal discomfort, and it was noted that a piece of the dilator was left inside the patient post-procedure. There was no reported injury.